Event description:
It was reported that during implant, the pin of the lead would not pass into the connector of implantable cardioverter defibrillator (ICD). The detection circuit was noisy, and not valid. The physician was not satisfied with the result; the ICD was not used and was replaced with a different device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the device was returned, analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).